Manufacturer narrative:
Other relevant device(s) are: micra-delivery system: model #: mc1vr01-delsys / expiration date: unknown / serial#: unknown UDI #: asku: no dev rtn to MFR? No: mfg date: unknown yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an implant procedure, the leadless implantable pulse generator (ipg), "broke free," from the leadless ipg delivery system (delays) and the physician was unable to re-capture the leadless ipg. The leadless ipg was abandoned in the patient. No patient complications have been reported as a result of this event.